Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: surgeon reported: during a procedure the tip of synfix implant inserter broke off in the implant during impaction. Tip was then recovered and removed from implant. No inserter pieces were left in the patient. No delay in surgery occurred. No harm to patient occurred. No issues with patient post op. A quantity of three implant inserters were reported with this event. This is 2 of 3 reports for complaint (B)(4).